Manufacturer narrative:
Investigation a review of the device history records (dhrs) for the available lots was conducted. No pre-existing anomalies were identified among the devices manufactured within the same lots. This is the first and only complaint with these lots. A final MDR will be shared upon completion of the investigation.

Event description:
Revision of smr reverse shoulder arthroplasty performed on (B)(6) due to persistent pain. The surgeon attempted revision of the baseplate. The glenosphere, connector, screws, and baseplate were removed. The central peg remained in situ, as it was well fixed. The humeral component was retained in situ and no indication of infection was observed. The previous procedure had been performed on (B)(6) 2025. The following devices were explanted: smr rev. Hp lat. Liner medium (product code 1365.09.115, lot# 2403794, ster. (B)(4), smr connector small r (product code 1374.15.305, lot# 2432918, ster. (B)(4), smr reverse hp glenosph. 40 mm (product code 1374.50.400, lot# 2500696, ster. (B)(4), tt augm.360 baseplate #s-r 7° (product code 1375.15.507, lot# 2319067, ster. (B)(4), bone screw ø6,5 h.25mm (product code 8420.15.020, lot# 2417486, ster. (B)(4), bone screw ø6,5 h.25mm (product code 8420.15.020, lot# 2436172, ster. (B)(4), bone screw ø6,5 h.30mm (product code 8420.15.030, lot# 2425715, ster. (B)(4). Patient is female 62 years old. Event happened in australia.